Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the ER after receiving multiple inappropriate shocks. Oversensing noise on the ventricular sense/amp channel, lead dislodgment and high capture threshold were observed. The lead was explanted and replaced. The patient is in a good condition.